Manufacturer narrative:
D4, serial number, h3, h4 and h6. Evaluation codes: updated. One device was received for investigation. No abnormalities in the appearance of the product related to the reported event could be confirmed. Per functional testing, it was confirmed that the airway pressure gauge pointer does not move. The complaint was confirmed. The cause was the tube connected to the airway pressure gauge was bent and occluded. The tube routing was corrected to correct the issue. The device passed all the functional and performance tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event, d4: serial number and h4: manufacture date are unknown; no information has not been provided to date. E1 - full facility name: (B)(6). Hospital. E1 - full reporter address: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "air mix turns 60-70% when setting it to 50%". There was no patient involvement and no harm/adverse event reported.